Event description:
The stryker sales representative reported that the patient had an infection while using medpor product.

Manufacturer narrative:
The sales representative reported the following item and lot numbers:9510-f000179, expire date - 05.2020, manufacture date 05.2010.9509-f000788, expire date - 06.2020, manufacture date 06.2010.9525-f000791, expire date - 07.2020, manufacture date 07.2010.9526-f000792, expire date - 06.2020, manufacture date 06.2010.9429 (lot number information was not provided).9430 (lot number information was not provided).the device history records for the implants listed with lot number information was reviewed and all processes and test criteria were within the medpor implant finished product specification.

Manufacturer narrative:
Item and lot number information was not provided to enable an investigation.